Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: (B)(4). Other device used: catalog #unk, unknown femoral head, lot #unk, catalog #unk, unknown acetabular component, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that three patients in the total hip arthroplasty group had early dislocation in the immediate postoperative period. Two of these three patients sustained a dislocation after a fall on days 8 and 14, and the third patient sustained a dislocation after turning awkwardly in bed on day 2. Two of the three patients had no additional instability after closed reduction. The remaining patient had development of dementia, sustained multiple dislocations that were treated with closed reduction, and was not a candidate for revision arthroplasty.

Manufacturer narrative:
No devices or photos were returned for review, as they remain implanted. Device history records were not reviewed as item and lot numbers were not provided. The devices were used in treatment. Component compatibility is unknown. A complaint history search could not be performed due to the lack of lot numbers provided. With the information provided, a definitive root cause cannot be stated.